Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform (B)(4). The root cause is due to the defective encoder gear box. Upon visual inspection, damaged top cover, front enclosure and bent battery lock were observed on the autopulse platform. Unable to perform functional testing due to error message ua 27 (drive shaft rotating too fast during compression). The archive data review showed no error. The cause for this error message is due to the defective encoder gear box. Upon replacement of damaged parts, the platform passed functional testing without any fault or error. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the autopulse platform with (B)(4).

Event description:
As reported, during functional testing the autopulse platform (B)(4) displayed ua 27 (the drive shaft is rotating too fast) error message. No patient involvement.